Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Incomplete screw insertion may result in poor screw performance. The smith & nephew biosure¿ regenesorb interference screw is an absorbable biocomposite interference screw with open lateral surface area for use in the fixation of ligament, tendon, soft tissue, or bone-tendon-bone repairs in knee procedures. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that a revision surgery had to be performed after 8 months due to a patient's accident where the cruciate ligament tore again. During surgery it was discovered that the screw was virtually no longer present, it was a gel/rubber-like substance that had to be removed with a sharp spoon. It is unknown if a back-up device was available. No significant delays occurred. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.